Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2013. Approximately 10 years after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed right tha (advanced wear of polyethylene liner with significant periacetabular osteolysis). Encountered extensive reactive granulomatous synovial tissue. Femoral head was removed with tamp and a mallet. Bone implant interface of the femur stem was cleared¿found to be well fixed and reasonably positioned. Stem not revised. Polyethylene liner was removed. An extensive synovectomy was performed to remove granulomatous tissues. Removed the acetabulum with minimal bone loss. As expected from preop xr and CT there was extensive osteolysis of the ilium, and less so of the pubis and ischium. The patient tolerated the procedure well without any complications and the procedure went as planned.

Manufacturer narrative:
D10: concomitants: (B)(6), 160-32-12 - nv splined ha rdd s/o sz 12. (B)(6), 180-01-52 - nv crown cup clstr hole 52mm group 2. (B)(6), 120-65-30 - bone screw 6.5mm dia x 30mm long. (B)(6), 142-36-00 - cocr fem head 36mm +0 offset 12/14. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The patient/gxl acetabular liner involved in incident was reportedly revised due to prosthesis wear and osteolysis approximately 9 years and 11 months after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear: patients implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.